Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging due to ipg was tipping. The patient underwent a pocket revision procedure and was doing well postoperatively.